Manufacturer narrative:
Insulin pump had a prime alarm during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump unable to perform the occlusion, prime and excessive no delivery test, due to a prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed, and the device was dropped in the past. The drive support cap was sticking out, but the customer did push back in. It was stated that the customer's blood glucose was under control. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.